Manufacturer narrative:
The reported events were dislodgment, noise, failure to capture, failure to sense, and a helix mechanism issue. A partial lead was returned in two portions with the helix extended and clogged with blood for analysis. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to the helix issues reported. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood/ tissue. The reported events of noise, failure to capture, and failure to sense were not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise with no readable atrial signals and no atrial capture. Chest x-ray confirmed that the ra lead was dislodged. Upon lead repositioning attempt, the helix of the ra lead had difficulty in retracting fully. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.